Manufacturer narrative:
The reported pump stoppage was confirmed through review of the submitted system controller log file. The submitted log file contained approximately 1 day of data. On (B)(6) 2017 multiple low speed and pump stoppage events were captured. The events showed corresponding elevations in pump power and only occurred when the system was operating on the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however the root cause could not be conclusively determined through this evaluation. The patient remains ongoing on lvad support with a non-grounded patient cable and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017, the patient was asleep and woke up to a low flow alarm. The alarm reoccurred the next morning but only when connected to the mains power supply. Low flow and pump stop alarms were confirmed via the system controller log file. The patient was provided with a non-grounded patient cable for use with the power module. The patient was asymptomatic. On (B)(6) 2017, an external percutaneous lead (driveline) evaluation was performed by the manufacturer¿s technical services representative. Supplied x-rays revealed an area of concern where the driveline connects to the pump, due to the apparent tension and angle of entry/exit to the pump. The patient acknowledged that no undue trauma had occurred to the driveline. The patient¿s driveline appeared to be well looked after and showed a full external length of rescue tape dressing from previous unreported repairs where the outer silicone jacket had worn through fair wear and tear. The initial feel of the driveline revealed no irregularity to the internal bionate layer. The device passed electrical continuity testing, and the alarms were unable to be reproduced when manipulating the external portion of the driveline. The reported complaint condition had not replicated itself since the issue of the non-grounded patient cable. It was reported that the patient would continue using the non-grounded patient cable to prevent further possibility of a short to shield condition, in conjunction with more frequent monitoring. No additional information was provided.